Event description:
Vascular closure device failed. Deployed/md with sheath removed from l femoral artery resulting in vascular damage. This incident caused the pt's hospitalization to be prolonged. Surgical repair and blood transfusion were required. However, this device has not yet been returned to the MFR for eval.